Manufacturer narrative:
Iinitial and final (B)(4) - device 3 of 5. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced adhesive issue event on (B)(6) 2026 and the infusion set patch came off when the patient was trying to unclip from site.the infusion set was in use from minutes to hours.the blood glucose level was high and got treated with correction bolus.the issue occured with five infusion sets. The patient replaced infusion sets and resumed insulin successfully. No further information available.